Manufacturer narrative:
Updated section d9 to yes, and entered the device returned date to the manufacturer. The device was returned to our us facility on april 28, 2025. It will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. Corrected section g3 adding aware date 04/03/2025 from the initial report. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
According to the information received, customer got a sensor deviation error code and stopped working. Caused patient to be under anesthesia 90 minutes longer.

Manufacturer narrative:
Device evaluation: the device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer, "error code, stopped working in a case" could be confirmed by inspecting the device and reviewing the log files. The most probable root cause for the customers issue is a sensor deviation, indicated by error code 321, by failure of an electronic component. The additional found issues are independent from the reported issue. The IFU is stating this "failure of products" clearly in section 3.9, page 12, see labeling review for reference. The above investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints. No trend was identified. This event is filed under internal complaint ID (B)(4).